Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: at incoming inspection of analysis it was noted that the bail attachments were bent, the cover was cracked, the release latch was sticky, the battery contacts were contaminated and that it failed a test for the heart wire connectors and the ventricular heart wire. The device was inspected, its battery contacts cleaned, the main board was calibrated and all mentioned parts were replaced. It then passed all tests with no visual or electrical anomalies observed. It was stated that the device conformed to specifications and was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.